Event description:
It was reported that a patient experienced cloudy fluid and nausea coincident with peritoneal dialysis (pd) therapy. The event of cloudy effluent and nausea was presumed to be a peritonitis event. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. Treatment and outcome of the event of nausea, cloudy effluent and presumed peritonitis was not reported. Action taken with dianeal therapy was unknown. Additional information was requested but is not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).